Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacement indicated (eri) after three years of implant duration. The guiant field representative expressed dissatisfaction with respect to battery longevity, provided the device settings and minimal thearpy provided during implant. The device was explanted and replaced with a nonguidant product.